Event description:
A malfunction was reported on the pump, with error code malf 14, but no significant events occurred before the issue. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided assistance to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.